Manufacturer narrative:
Pentax medical will be providing supplemental information after follow up on the event. The device involved in this event is not distributed in the USA, therefore 510k is not applicable.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "led is on before lighting up the lamp " involving pentax model ec38-i10cf2/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: led is defective. The distal end assy must be replaced. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.